Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their reservoir was not able to filled. The customer¿s blood glucose level was unknown time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found no occluded anomalies during filling. Evaluated 2 open or used reservoir, performed pre-fill reservoirs test per dop114-811 and es9041. Found transfer guard¿s needles occluded.